Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a routine cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. This occurred due to a blockage of the phacoemulsification tip. Additional information has been requested but not received.

Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification (phaco) tip was not returned for; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received. The surgeon suspects the phaco tip was clogged with viscoelastic. The occlusion alarm was heard. The patient experienced iris damage, iris prolapse, corneal opacity and a wound leak. Four sutures were required to close the wound. The patient is currently being monitored by a corneal specialist. The patient returned on (B)(6) 2019 for additional application of corneal glue due to wound leak and a refractive enhancement procedure. A partial corneal graft is planned.